Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data provided. The ccc found that the quality control (qc) was in range. The customer recalibrated their qc the customer allowed ccc to remotely connect to the instrument. The ccc aligned server 3 probes, cleaned reagent probe 5 and primed both the cleaner and water in both sample probe 3 and reagent probe 5. The ccc then homed all modules, exited diagnostics and reset the instrument. The ccc requested the customer to clean sample probe 3 and reagent probe 5 drains, thaw fresh calibrators and then recalibrate the instrument. The customer completed these actions and results have been running high. Review of additional data showed that one calibration failed. The customer then recalibrated. Qc has not changed. The ccc remotely connected and performed server 3 service. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced sample probe 3 mixer and reagent arm 5 mixer. The cse then replaced sample probe 3, replaced sample probe 3 cleaner pump and ran alignments, which passed. The cse ran check 1, which passed. The cse then ran mix diagnostic test on the sample probe 3 to reset the bottom of cuvette (boc) and bottom of cuvette correction (bocc). The cse ran magnesium (mg) calibration and ran qc, which were in range. The correlation study between this instrument and the customer's alternate instrument was not within range. The customer recalibrated their alternate instrument. The cse performed a patient correlation with their alternate instrument and were within range. The cause of the discordant, falsely elevated magnesium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated magnesium (mg) results were obtained on multiple patient samples on a dimension vista 1500 instrument. The initial results were reported out to the physician(s), which were questioned. The customer repeated the same sample on an alternate dimension vista instrument, resulting lower. The customer issued corrected reports. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated magnesium results.